Manufacturer narrative:
Replacement power cord was sent to site (B)(4) 2016. A medtronic representative replaced the power cord on the imaging system and performed a checkout and it passed. Issue resolved. System is functioning normally. No part returned for evaluation. This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since (B)(6) 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A site biomed representative reported that the imaging system displayed a low battery message. There was no patient present when this issue was identified.